Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "overfilling of tubes. Customer states unknown occurrence it was a "handful."and they were mixed within these lots."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from lots numbered 0316282 and 0316283 were evaluated. Bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from lots numbered 0316282 and 0316283 were evaluated. Bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "overfilling of tubes. Customer states unknown occurrence it was a "handful."and they were mixed within these lots."